Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that liquid was leaking from the bag inside the case during drug filling. There was no patient involvement.

Manufacturer narrative:
D3, postal code: corrected. H3/h6: one used device was returned for analysis. The device was visually inspected and there were no damages or anomalies observed. The cassette was filled with 100ml of water using an ICU medical provided syringe. During filling, no leakage was observed. When fully filled, no leakage was observed. The complaint of leakage cannot be confirmed nor replicated. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.